Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up it was observed this right ventricular (rv) lead displayed out of range shock impedance measurements of greater than 125 ohms. A x-ray will be performed in the near future to investigate high shock impedances. Subsequently, additional information was received that a low voltage and high voltage test was performed, which produced shock impedance measurements within range. A ventricular fibrillation (vf) episode was induced, and a 41 joule shock successfully converted the arrhythmia. All measurements were within range, so no further action was needed. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4).